Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother was reported via phone call that, the customer had high blood glucose of 475 mg/dl that she did have large ketones and at the time of the incident the blood glucose was 280 mg/dl. Customer treated high blood glucose with insulin pump and declined troubleshooting for it. Customer was not doing anything out of the ordinary when she encountered this issue. Customer's mother stated that her daughter was vomiting yesterday and the day before. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No device deficiency anomaly noted during test.